Event description:
It was reported that the camera head presented an e216 error message. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head presented an e216 error message. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation. And since, the device malfunction was not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.